Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed two "no cartridge detected" warnings. During evaluation the load step was activated and the pump did not detect the cartridge on contact, dispensing fluid before stopping.

Event description:
The distributor reported that the pump dispensed insulin from the cartridge when using the ezprime feature. There was no reported pt impact.